Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, device history record, documentation, instructions for use (IFU), specifications and quality control of the device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: due to thin wall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." Additionally, "store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on complaint history, it is likely this failure is related to degradation of the tip material. Measures have been previously initiated to address this issue. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Manufacturer narrative:
(B)(4). An urgent recall notice was sent to the risk management department by cook medical on 7 october 2015. The event is currently under investigation.

Event description:
It was reported during an angiography of a newborn child upon insertion of the catheter the physician reportedly felt that the devices pigtail did not form correctly to the shape that it was designed to be formed in. The physician attempted to remove the catheter without a wire, when the physician pulled it through the sheath the tip was broken off and missing. Fluoroscopy revealed the catheter tip was broken off inside the sheath, the entire sheath was removed therefore retrieval of the tip was not required. The patient had to undergo a different arterial stick to create a new access site and the procedure was completed using another manufacturer's product.